Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 1.0, 40.0, 50.0, and 54.0 cm from the hub, and ovalized approximately 125.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was kinked. This type of damage typically occurs due to improper handling during preparation or use. If the 5max ace is manipulated or pinched forcefully during removal from the packaging or insertion into the patient, damage such as this may occur. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, while inserting the 5max ace into the target vessel, the physician noticed a kink on the distal shaft of the 5max ace and removed the 5max ace. The procedure continued using a new 5max ace. There was no report of an adverse effect to the patient.